Event description:
On 10/04/2024, a sales representative reported via(B)(4) that an ar-12990 knee scorpion had the tip of the instrument broken off during use. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 10/08/2024: the bottom jaw of the ar-12990 knee scorpion broke off and was retrieved from the patient. The scorpion needle was contained in the casing and did not break inside the patient. There was a 20-minute delay in retrieving the broken fragment. This was discovered during a meniscal root repair procedure on 10/04/2024. The case was completed using another fastpass scorpion. There were no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. No functional testing was performed as the device's bottom jaw was broken off. A visual evaluation revealed that the bottom jaw was broken off. Signs of wear were noted on the instrument. A needle was inserted to check for obstruction inside the shaft; the needle passed without resistance. The most likely cause(s) of the reported failure is the instrument's wear and tear from repetitive use and reprocessing.